Event description:
It was reported that the device had no power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on and that two fuses (f2 and f4) were blown on the power pcb assembly. Physio replaced the fuses and the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.